Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow restrictor separated from the administration tubing of a large volume folfusor which resulted in a leak. This issue was further described as, "the whole white adapter detached from the tubing and the chemotherapy leaked out". This issue was discovered during preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.